Event description:
Customer reported meter results of 400 mg/dl and 150 mg/dl within 10 minutes on the advantage system. Customer reported that on an earlier date, meter results of 37 mg/dl and 68 mg/dl were obtained within 10 minutes on the same system. No adverse event reported. A request was made for the return of the system, replacement was sent.